Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens was torn and a piece of the haptic was torn off and missing. The cartridge was damaged and there was a clear surgical residue on it.

Event description:
It was reported that the surgeon attempted to insert a micl 12.6 implantable collamer lens and the lens was torn by the cartridge. There was no patient contact.